Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
Per the clinic, the patient experienced wound healing problem resulting in the infection and extrusion of the electrode. Subsequently, the device was explanted on (B)(6) 2016. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2016.